Event description:
A customer contacted beckman coulter (bec) reporting that the customer discovered fluid on the side of the track while removing the racks from the unicel dxc 800 pro synchron chemistry analyzer. The customer replaced the cap piercer blade-wick assembly. The customer then primed the cap piercer and noticed the blade wash solution was leaking from the waste shuttle. No fluid was found on the top of the tubes. The volume of the leak was 20 ml and was contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event and troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the uncontained leak. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse reproduced the leak from 3-way solenoid valve of the cap piercer assembly. The fse replaced 3-way solenoid valve, tubing # 118 and tubing # 180 to resolve the issue. Cause of the event is determined to be 3-way solenoid valve. (B)(4).